Event description:
An optometrist reported a case of stage one dlk (diffuse lamellar keratitis), observed (B)(6) day(s) after lasik surgery. Steroid use was reported to have been increased, post operatively. Reporter also noted that the pt failed to fill prescription for antibiotic drops prior to surgery, as instructed, and instead filled it on post-op day (B)(6). This is the second of two reports, and will reference this pt's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).